Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported peritonitis. There is no documentation in the complaint file to show a causal relationship between the peritonitis and the liberty cycler or cycler set. There is no allegation of a machine malfunction or leak reported for this event. Based on available information a cause of the peritonitis cannot be confirmed. Although a direct causal relationship could not be confirmed, a temporal relationship between the patient's pd treatment and peritonitis remains. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
A peritoneal dialysis registered nurse (pdrn) for a patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported that the patient was hospitalized for peritonitis. The patient had contacted the pdrn to report nausea, sweat, abdominal pain and weakness. The patient was empty at the time of the call. Later in the day the patient called back to report a belly ache and the pdrn assisted the patient to use their at-home antibiotic kit. The patient was advised to fill and let the solution dwell and then save the pd effluent so a culture could be performed. The patient could not dwell past 30 minutes due to pain and did not save the fluid for a culture. The patient presented to the emergency room (ER) and was diagnosed with peritonitis (unknown culture draw or results). The patient already had a fistula and transitioned to hemodialysis (hd) in order to recover. The patient disposition and hospital course are unknown.

Event description:
Additional information received from peritoneal dialysis nurse indicated the patient was discharged from the hospital with a recovered status and is continued in center hemodialysis treatment.

Manufacturer narrative:
Additional information: plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Patient codes there is a temporal relationship between the patient event of abdominal pain, weakness and subsequent hospitalization with a diagnosis of peritonitis and sepsis and pd therapy on the liberty select cycler with cycler set. However, there is no documentation to show a causal relationship between the peritonitis and the liberty select cycler and cycler set. Additionally, there is no allegation of a machine malfunction or a leak related to this event. Per medical records, the sepsis was a result of the peritonitis. The patient¿s catheter also cultured positive for pseudomonas suggesting a catheter infection being the causal event. Pseudomonas is a known species to cause catheter infections resulting in hospitalization and catheter removal .

Event description:
Additional information obtained through discharge summary. The patient presented to the emergency room (ER) with abdominal pain and purulent pd fluid. The patient was admitted and was diagnosed with sepsis secondary to peritonitis. The pd effluent culture was positive for pseudomonas. Blood cultures were negative. The patient was initially prescribed cefepime (route, dose, strength, frequency and duration unknown) during the hospitalization and was treated in accordance to sepsis protocol (unspecified). The patient was followed by infectious disease and nephrology. The patient¿s pd catheter (not a fresenius product) was pulled and the patient was transitioned to hemodialysis. The tip of the catheter was cultured and was also positive for pseudomonas. The patient already had a fistula and transitioned to hd in order to recover for an unspecified amount of time. After 13 days, the patient was discharged in improved condition. Antibiotic therapy for discharge was to be ceftazidime 1g intravenously (IV) during hd treatments for 20 days. Per the pdrn, the patient has recovered from the peritonitis and continues hd therapy.